Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the top button with sound was not working. The customer¿s blood glucose level was 260 mg/dl. Customer stated that when they trying to bolus they could not use the up key but was able to get to the number they needs by using the down key and was able to bolus. Customer was advised to observe time clock for one minute to verify if time advances, however it was advances. Customer declined for troubleshooting of high or low blood glucose, however they were eating snack, also had stress due to work and they took bolus and blood glucose coming down. The customer was advised to discontinue use of insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive up button due to unlocked lcd keypad connector. No unexpected numbers ramping or scrolling during testing.